Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. According to information, also cardioplegia side was having problems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient side of a heater-cooler system 3t did not cool during set up. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2009 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, it cannot be ruled out that the most likely root cause for non-functioning heating system of heater cooler was related to a failure of the mains ac board, likely due to a defective connections on the patient tank heating output. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Manufacturer narrative:
Customer reported the original issue the patient heat will not function. Customer replaced the power supply and released the system back into service. Two days later, the unit returned with the cardioplegia heat not functioning. Livanova field service went onsite and tested the unit for any error codes to appear and none appeared. Per the request of the customer, the distribution board, processor board, flat cable, and cardioplegia temperature probe were replaced, changed the 50 to 60 hz, after all the parts were replaced tested unit and the temperature reached within 10 minutes and continue testing for few hours. Tested cardioplegia cold, hot, and patient temperature. All temperatures read within tolerance. Unit was returned to customer and is back into service. On (B)(6), livanova was informed the error still persists /cardio not warming. The problem is continuing since a month. After changing several components, both the patient and cardioplegia sides seems fixed and again. However, 1 or 2 days later, no heat. Original problem still exists and is intermittent. The parts that were installed did not correct the problem and should not have been replaced. Meanwhile, it was confirmed by livanova fse that patient tank heating malfunction was solved by hospital biomed replacing the (B)(6) kit (mains ac board kit). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.